Event description:
It was reported that the patient's back pain significantly improved, and the reactiv8 therapy was a great success for her. However, the patient continued to experience pocket site pain and requested the device be explanted. The reactiv8 system was removed without complications. There was no report of patient harm or injury. The implantable pulse generator (ipg) and lead assemblies were received and evaluated. There was no allegation against the functionality of the explanted devices. The ipg passed the functional testing and operated within the manufacturing specifications. Visual inspection was carried out on the ipg. No anomalies or observations were identified that were relevant to the pain experienced by the patient. No functional testing could be done on the leads because they were received in two segments. The manufacturing records for the ipg and leads were reviewed, and no relevant nonconformances were found.

Manufacturer narrative:
Mml#: (B)(4).